Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: vena cava filter was deployed via the right internal jugular vein secondary to deep vein thrombosis and large pulmonary embolus. Approximately three years post filter deployment, CT abdomen/pelvis showed the filter was slightly deviated to the right. A couple of ivc filter struts appeared to be extending beyond the ivc wall into the retroperitoneal fat. Approximately four years eight months post filter deployment, CT abdomen/pelvis revealed stable appearance of the ivc filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years four months post deployment CT showed the filter slightly deviated to the right. Additionally, a couple of ivc filter struts appeared to be extending beyond the ivc wall into the retroperitoneal fat. Therefore, the investigation can be confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded into the wall of the inferior vena cava and filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.